Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned pump underwent a comprehensive evaluation. The pump passed visual inspection, and no damage or abnormalities were identified. The pump passed the leakage test. The pump not passed the low flow test, with no output reading, which is outside specification (pressure requirement: more or equal to 2.1 psi). The pump did not pass the resistor flow rate test, with no output volume reading, which is below the specification range of 0.40 ml/min to 0.90 ml/min. Based on the information available and the analysis results, the pump did not pass both flow related tests due to no measurable output, which is outside the required specifications. The issue identified in the pump could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified. See additional manufacturer narrative for full investigation details.